Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2017-02291. It was reported ((B)(6)) the patient underwent implant surgery where two percutaneous leads were placed at t9/t10 for back and left leg pain. After the procedure the patient reported severe right leg pain. The patient was treated with a lidocaine infusion and analgesia. Additional information identified the scs leads were removed due to the patient¿s continued right leg pain with mild weakness and headache due to possible lumbar puncture. The patient is being treated a different hospital and there is no additional information available.